Event description:
The manufacturer received information alleging a warning light with indication o2 regulation occurred on a trilogy evo o2 international device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo o2 international device at the third-party service center the customer's complaint was not replicated, however, error codes indicating that the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open, the o2 flow sensor railed to maximum negative value, and the o2 flow communication ceased and the sensor is reporting the same value were discovered in the device's event log. The service technician replaced the device's oxygen blender module subassembly and harness to resolve the issue. After replacement the device was tested and failed active exhalation verification pilot reading. The device's 3-way solenoid valve was replaced to address the test failure. Additionally, not related to the issue the device's system board was replaced to address evt_voltage_5vs1_fail and evt_voltage_5vs2_fail errors discovered in the event log. The device's air inlet foam filter and particulate filter were replaced for a 4-year service requirement. Software upgraded to version 1.06.15.00. Device tested and all testing passed.